Event description:
A daughter reported, her mother used one efferdent (formulation unspecified) (sodium perborate monohydrate, potassium monopersulfate) daily, beginning on an unknown date in 2003, for denture cleaning. Consumer also used an unspecified mouthwash (dose, frequency, date of indication unknown). In 2006, she had an allergic reaction and her tongue swelled and "purtued" out of her mouth. The consumer was taken to the emergency room where she was treated with steroids (unspecified) and benadryl (diphenhydramine). That same day, efferdent use was discontinued. It was unknown if the event resolved and if the mouthwash use continued.

Manufacturer narrative:
The product has not been returned for failure analysis/laboratory testing. It cannot be ruled out that the product may have possibly caused the event.